Event description:
It was reported to philips that the device had a self test error. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the unit was failing operational testing due to a faulty paddle set. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddle set. The external paddle set was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an unspecified failure during testing. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the unit was failing operational testing due to a faulty paddle set. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddle set. The external paddle set was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.